Event description:
The device was returned for a processor hardware failure (linux core). It was stated that "lvp was found alarming with frozen screen". Device was attached to a bracket and powered on; no alarms or errors occurred. An infusion was programmed and run on both secondary and primary channels; no alarms or errors occurred. Internal investigation found the retaining plate is damaged/broken. Debris was found on the loading pins and some dragging is occurring. As a precaution the variscite som will be replaced.

Event description:
The following has been reported: after 59 minutes of infusion lvp was found alarming with frozen screen a preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.